Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact phone number - (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) screws broken during an unknown surgical procedure. There is no additional information available at this time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: during a craniotomy for the extraction of a brain tumor two (2) screws broke at the shaft. The tips of the broken parts remained in the patient's skull. The surgery was completed without surgical delay.

Manufacturer narrative:
The update was noted in the additional information section of the medwatch submitted on april 21, 2016. However, the information had not been placed in the applicable field. Please note the following: it was further reported that only one (1) screw shaft was left in patient. The other screw broke at the head, but fragments were retrieved from the patient¿s body. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that only one (1) screw shaft was left in patient. The other screw broke at the head, but fragments were retrieved from the patient's body.

Manufacturer narrative:
A product investigation was completed: visual inspection shows that one screw is not broken. The thread at the tip is badly damaged. This damage was caused by strong contact with hard bone while insertion. However, this screw is intact and no fragment could be left in patient's bone. No manufacturing related issue could be identified. No indication for product related issue was found. (B)(4). It was clarified that for this screw, no fragment was left in the patient so this report should be product problem/malfunction only. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.